Event description:
It was reported that the catheter wasn't tracking properly over the guidewire during an iliac stenting procedure (off-label use). This is complicated by the approach used - over bifurcation, contra-lateral approach. No add'l complications were reported.